Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for the reported item number in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for issues of inflation device "gauge malfunction." No adverse trends were identified. As no samples were returned, device evaluations were not possible and the reported complaint is unable to be confirmed. A scar was forwarded to navilyst's inflation device supplier, boston scientific, requesting a device history review. They responded that they found no nonconformance issues, no scrap issues and all functional testing passed on all three lots that were identified through a ship history. Boston scientific performs 100% in-process leak testing on all devices. Navilyst medical's incoming inspection procedures for the encore inflation device includes visual and dimensional inspections, and testing to ensure that the gauge is functional and the needle moves correctly. (B)(4).

Event description:
As reported, during stent placement procedures, the hospital experienced two instances in which the encore inflation devices (within the navilyst medical convenience kits) failed to register pressure while the balloon catheters were inflating up to 11-12 atm. The balloons did not burst and there was no patient injury or complications. The used inflation devices were discarded at the hospital.